Manufacturer narrative:
On 16 september 2019, the ekos catheter was returned with the cable cut off the intelligent drug delivery catheter (iddc). The reported complaint of the iddc would not infuse through the drug lumens was confirmed in the device investigation. When flushing with a syringe and air, bubbles exited only from 5 of 9 drug holes and dye was only seen to exit from 4 of 9 drug holes. Blood was found in the drug port tubing which indicates the user may have drawn back blood on the drug port which is warned against in the instructions for use (IFU). The IFU contains the warning "do not draw blood back into the drug lumens." A review of the manufacturing records indicates that the product was manufactured according to specifications and met all acceptance criteria. The customer reported that the patient did fine. While no patient impact or adverse event was reported, the patient underwent a second procedure to replace the device.

Event description:
An ekos clinical specialist was present in case on (B)(6) 2019 where the account used a 6 cm ekos catheter to treat a unilateral pe. After hooking everything up and going to the ICU, the infusion pump alarmed with drug port occlusion. They checked the pressure limits on the pump and tried flushing the drug port with a 3ml syringe with no avail. The patient was taken back to the catheterization lab and undressed everything, and the customer still could not flush. They removed the 6cm catheter and replaced with a 12cm ekos catheter. The 12cm ekos catheter operated as expected with no issues. The patient did well with the 12cm device after the 6cm device was removed. There were no patient sequelae reported.